Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.237 ng/ml, sample 2 = 0.157, 0.195 ng/ml, sample 3 = 0.180 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were not reported out of the laboratory. Expected results (sample 1 = 0.029 ng/ml, sample 2 = < 0.012 ng/ml, sample 3 = < 0.012 ng/ml) were obtained for the patient samples upon repeat analysis. There was no report of patient harm as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer repaired the signal reagent subsystem and replaced the reagent metering probe. Following these actions, acceptable vitros trop I es performance has been observed. It is unknown if the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.